Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings - additional.

Event description:
Data was provided for investigation. The allegation was not confirmed as the device functioned within specifications and patient settings. All glucose alerts were presented to the user as designed. The probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated they had a hypoglycemic event and neither he nor his fiancé were woken up by an alarm for a low glucose level. He had the feature always sound on, and the low alarm set to 80 mg/dl. The patient¿s fiancé noticed the patient was perspiring, shaking, unconscious and in shock. She contacted the paramedics who checked the patient¿s blood glucose bg which was 1.1 mmol/l. (The patient had a us cgm displaying in mg/dl but was in the UK where the bg was measured in mmol/l.) The cgm had provided values of approximately 50 mg/dl over a longer period of time. The patient was given glucose via intravenous (IV) therapy and the cgm value went up to 65 mg/dl. The patient had an insulin injection previous to the hypoglycemic event. It took effect at this point, and his glucose values started dropping again so the paramedics decided to take him to the emergency room where the cgm system then displayed a sensor error (no readings). The patient was in the hospital for a number of hours and released on the same day in good condition. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.